Manufacturer narrative:
Investigation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: ptosis. (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient underwent a primary breast augmentation with two 525 cc mentor smooth round moderate profile prostheses and experienced postoperative right-sided deflation and bilateral grade I ptosis. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 525 cc mentor smooth round moderate profile prostheses (catalog #: 3501685) on (B)(6) 2020. This report is for the left-sided prosthesis.